Event description:
It was reported that a patient had passed away due to an unknown cause. The physician indicated that he did not believe the death was related to vns despite not knowing the cause of death. The patient was seen by the physician on (B)(6) 2019.